Manufacturer narrative:
Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) opened loi was received within original packaging, confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defect or damage. Functionality tests were performed, and the results were found within specifications. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that there was a loss of capture (suction to patient achieved then lost) using the liquid optics interface (loi). The customer did not know at what stage the suction loss occurred. The laser procedure was completed successfully. No patient injury and/or surgical intervention was performed.